Event description:
A motor stall was reported with no recovery noted. The cause of the stall was due to an MRI. The patient had a stall and a recovery already from one MRI machine the same day but the patient went into a second scanner as the patient was claustrophobic from the first scanner. The patient had been out of the second MRI for 15 minutes and the hcp did not see a recovery. The hcp also indicated that they also heard the pump alarm. It was noted that the MRI was performed to monitor the patient's health condition that the pump was treating. The pump was used to deliver morphine and clonidine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Concomitant product: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).